Event description:
A new endo-pouch was used to extract appendix from abdomen. These bags were a replacement since the previous pouch bag kept breaking. Pouch on new bag did not break but the black string used to pull bag out of trocar did break. Before ending procedure we noticed a small black wire laying on the bowel that had come from string breaking. We pulled the wire out and upon inspection it was not a wire but a stiff string. This is an issue because the string would have been hard enough to puncture the bowel. Unimax - ref# (B)(4), capsure rip-stop endo pocket.